Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited an unknown malfunction. The lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The lead was retuned due to an unknown lead malfunction. A complete lead was returned in one piece. Final analysis found external insulation abraded at 15.0 cm to 15.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. No conductor fractures or internal shorts were found.